Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the sample return line on the oxygenator cracked off and leaked. No known impact or consequence to the patient. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on may 12, 2016. Method: device from reserve sample evaluated: visual inspection; manufacturing review; pressure testing. Results: no failure detected. Conclusions: unable to confirm complaint; device not returned. The sample was not returned for evaluation. A photo of the affected product was provided, which showed a possibility of excess glue marks on the tubing by the port; however, this cannot be confirmed. A retention sample from the same product code/lot number combination was obtained for testing. The retention sample was visually inspected and no anomalies were noted. Each sampling line and purge line were pressurized to approximately 500mmhg and submerged in a water bath to determine if there were any leaks in the lines. No anomalies or leaks were observed. A review of the device history record revealed no manufacturing anomalies. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.